Event description:
It was reported that noise was observed on the asymptomatic patients atrial lead. The noise was not reproducible with isometrics or pocket manipulation. The lead was explanted and replaced. Upon explant, insulation damage was noted.

Manufacturer narrative:
Final analysis found that the lead insulation was abraded at 5.2 cm to 5.6 cm from the connector pin exposing the outer coil. The abrasion was consistent with constant friction with another implantable device.